Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a suspicion of a fistula related to a tvt (tension-free vaginal tape) sling implanted in 2004. Magnetic resonance imaging (MRI) on (B)(6) revealed a fistula measuring 12 millimeters at its widest point, located near the bladder neck. On (B)(6), the patient underwent a procedure to remove the foreign substance in the pelvic cavity. The mesh was also removed to prevent permanent impairment of a function. Two days later, the gelling fiber wound dressing was removed from the wounds with irrigation of the fistula. The area was rinsed with salt water and was not infected on june 10th. Four days later, antibiotics were administered for 10 days. The patient was doing well wit no fistula genes after three months.

Manufacturer narrative:
Correction: g3 (aware date changed to november 8, 2024) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.